Manufacturer narrative:
Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath after the arteriotomy locator and guidewire was removed from the insertion sheath, the bypass tube was inserted but the device did not advance due to abnormal resistance and the carrier tube was not inserted. Bleeding occurred in the procedure room. The tip of the device was then checked, but no anomalies were found, but the device was not inserted. The device was not used and manual compression was applied to achieve hemostasis successfully. The collagen sponge had attached to the device just after this incident, but after that, the collagen sponge came off as the physician touched the tip of the device. The procedure before deploying the device was ais: acute ischemic stroke (stent retriever). A pre-deployment angiogram was not performed, but a deployment angiogram was performed after the incident to check if manual compression was required or not. The size of the sheath ancillary used was 9 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The patient has medical history of heart arrhythmias. A CT scan was performed to diagnose the bleed and the patient is recovering. The patient is in remission and currently being observed. The patient has an hbv (hepatitis b) infection.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.